Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05339. The patient is implanted with two leads (from different lots). It was reported the patient has not been receiving adequate coverage. An impedance check was performed and revealed invalid contacts. The patient plans to undergo surgical intervention on a later date. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.